Manufacturer narrative:
(B)(6).

Event description:
A customer informed smith & nephew that their renasys device's ac adapter overheated. The device was replaced with a backup device and therapy continued without delay.